Event description:
The customer arrived at the laboratory and noticed alarms from the analyzer. She performed a full shutdown and attempted to reboot the analyzer, but it would not power up. The customer replaced the two main incoming power fuses, but continued to receive the analyzer alarms. The customer then noted that none of the indicator lights were on and the power light area was blackened and looked as if it were burned. No operators were injured and no patients were involved in the event. The field service representative determined there was a melted pcb. The analyzer was replaced.

Manufacturer narrative:
The investigation could not determine a specific root cause. The event could not be duplicated in regular and stressed operation mode. It was confirmed the pcb cuvette control and pcb power manager parts of the analyzer's heating circuit and heating fan control were burnt.

Manufacturer narrative:
There are currently 4300 active systems and there have been no other occurrences of this nature reported. There is no indication of a systematic product malfunction.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.